Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks due to potential atrial fibrillation (af) with rapid ventricular response (rvr). The implantable cardioverter defibrillator (ICD) was reprogrammed, and the patient's medications were adjusted. The device remains in use. No further patient complications have been reported as a result of this event.